Event description:
Avanos medical inc. Received a single report that referenced one incidence, which was associated with two separate units, involving one patient. This is the first of two reports. Refer to 2026095-2024-00013 for the second report it was reported, the physician started the radiofrequency procedure, and the probe began to spark. The physician stopped the procedure, and the two probes in use were removed. The physician opened a new probe kit and was able to complete the procedure. No serious injury occurred. The patient was reported to have a small mark located where the probe was inserted and had formed a spark. During the procedure, the probe was held with a clamp which was believed to cause a break in the insulation and spark. Per additional information received on 16feb2024, the grounding pad was located on the patient¿s posterior upper thigh.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 07 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30261347 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The sample was examined in a well-lit area and under magnification. The probe demonstrates acceptable continuity testing and resistance testing, the results indicates that the probe performed as expected, no issues were found. The incident could not be replicated. The root cause is unknown. All information reasonably known as of 17 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.